Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal remained inside of the loading device upon removal from the delivery device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the loading device. The tension spring assembly, anchor tab and the seal were located inside of the loading device. The green slide lock was unlocked and the white plunger was depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed in the loading device. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The eval results and a copy of the IFU were provided to the customer. (B)(4).